Manufacturer narrative:
Device evaluated by manufacturer. The returned complaint device consisted of a rotalink burr catheter. It revealed that the sheath is pinched/kinked with a tear 23.3cm from the strain relief. The coil is stretched and kinked at the handshake connection.

Event description:
It was reported that the sheath was broken. A 1.50mm rotalink burr was selected for use. During preparation, it was noted that the sheath was broken. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the sheath was broken. A 1.50mm rotalink burr was selected for use. During preparation, it was noted that the sheath was broken. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.